Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation and identified deformation and naturally worn issues as a partial circumferential break was noted approximately 5.8cm from the distal end of the cath-lock and a complete circumferential break was noted approximately 6.8cm from the distal end of the cath-lock. The proximal edge of the partial circumferential break was noted to be rounded and the distal edge appeared sharp. The edge of the complete circumferential break was noted to be jagged in one region and rounded in another and the surface was smooth in one region and granular in another. However the investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and seven month post port implant via the right internal jugular vein, the device allegedly found to be broken near the vascular insertion site. It was further reported that the distal segment of the catheter was noted to be adhering to the patient¿s vessel. Considering the risk of removal, the distal part of the catheter was left behind inside the body. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years and seven month post port implant via the right internal jugular vein, the device allegedly found to be broken near the vascular insertion site. It was further reported that the distal segment of the catheter was noted to be adhering to the patient¿s vessel. Considering the risk of removal, the distal part of the catheter was left behind inside the body. The current status of the patient is unknown.